Manufacturer narrative:
Three 2000e china samples were received in opened packaging for investigation; one sample was received from lot 24025569 and the remaining two were received lot 24036124. No residual fluid was present and no connecting product was available to aid the investigation. The customer reported that "when the product is connected to a syringe, it is found that the liquid does not flow." The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe and in all instances, no restriction or occlusion of flow was observed. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24025569 and 24036124 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. As a result of similar feedback being received, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that the incorrect amount of fluorosilicone was likely due to a fault within the assembly machine during manufacture of the affected smartsite. A secondary root cause could be related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the affected connecting product was not returned to assist the investigation, and the customer's experience of occlusion could not be confirmed on the returned smartsite components, therefore a definitive root cause for the customer's experience could not be determined. Please note, since the manufacture of the reported lot, the automatic assembly machine has been repaired to ensure the fluorosilicone is being correctly dispensed into each smartsite; furthermore, at the start of the assembly process the manufacturing operative will continue to measure whether a sufficient amount of fluorosilicone is being injected. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: when the product is connected to a syringe, it is found that the liquid does not flow; 45 pieces are affected.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.